Manufacturer narrative:
(B)(4). (Device b): (B)(4); other # = g5zk5h (batch #); exp date = 05/14/2015, 6/14/2010. Additional information: at this time there was no additional medical treatment administered to the patient due to the prolonged procedure. Device (a) arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. In addition, one unformed staples was received inside of a bag. An unformed staple is consistent with an improper firing sequence of the device. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the first device was dialed down into the 1.0 range properly. However, when fired, the staples opened. The second device was placed below the first failed line and dialed to 1.0mm then fired and the staples opened. Suture was used to repair the area along with an additional hour and a half to complete the case. The patient received a planned loop ileostomy. No adverse consequences reported; the patient is in recovery and will be admitted per post op pre-existing orders.